Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a pre-discharge device check, it was noted that the atrial lead exhibited a loss of capture. The lead was determined to have dislodged. The lead was initially repositioned, but dislodged once again while the physician was suturing down the lead. The lead was then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.